Event description:
It was reported to philips that air leakage is not displayed in the device. The device was in clinical use at the time the issue was discovered; however, there was no patient or user harm reported. The customer refused device evaluation and repair and did not provide further details regarding the event. If new information is received at a later date, a follow up report will be submitted.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).